Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/exposed wires) was confirmed. As received, the electrode belt was unable to complete incoming functionality testing. Upon investigation, the front therapy electrode was severed and missing from the cable. The root cause for the missing therapy electrode was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a damaged cable/exposed wires.